Event description:
It was reported that during an unknown procedure, the device misfired. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, six clips were fed and formed as intended, however two partially formed clips were fed due to an anti-backup failure; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found out of position causing the anti-backup and lockout failures; however, no conclusion could be reached as to what may have caused this condition.